Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016, it was reported that the patient's catheter had been cut during spine surgery. The catheter had been tied off and the pump was stopped. No patient symptoms related to the catheter cut were reported. The patient was also reported as having pneumonia and a blood clot as the result of a peripherally inserted central catheter (PICC), but these were ruled by medical judgment to be unrelated to either the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported that the reason for the spinal surgery on (B)(6) 2016 was due to spinal stenosis and was not related to the pump. The healthcare professional cut the catheter with his scalpel during the surgery and the baclofen stopped flowing and the patient went into withdrawal. The patient went into cardiac arrest within 24 hours. He stopped breathing, his heart stopped, and he had an mi (myocardial infarction). The cardiac arrest was related to the cut catheter. The patient had pneumonia and a blood clot in his leg that moved to his lung. The blood clot was dissolved with blood thinners and the pneumonia resolved. The patient spent 3 months in the hospital. Now the patient ¿can¿t pee and had to use a catheter, the poop comes running out and he can¿t walk¿. The patient¿s whole life had changed. The catheter was repaired and they put a whole new catheter in (B)(6) 2016.

Manufacturer narrative:
Corrected information: ¿life threatening¿, ¿disability¿, and ¿intervention required¿ are no longer applicable for this event. (B)(4).

Event description:
Additional information was received from the surgeon and it reported that the patient had lumbar spinal stenosis which had worsened and as a result, he performed the lumbar laminectomy on (B)(6) 2016. When the lamina was removed, there was leaking of csf (cerebrospinal fluid) around the catheter, so the catheter was removed. The tip of the catheter was intentionally cut so that it could be shortened and removed easier at a later time; it was cut to prevent having to coil it under the skin. The dura was then closed so that there would be no csf leak. The surgeon stated again that the catheter was not accidentally cut and that it was not considered a complication, but instead an expected course of the surgical procedure. The patient was then placed on oral baclofen. With respect to the report that the patient stopped breathing, their heart stopped, they had a myocardial infarction, and spent 3 months in the hospital, the surgeon responded that the patient had no sequela related to the pump or catheter and that he was aware that the patient had been hospitalized and spent an extended period of time due to aspiration pneumonia, which was also not caused by the implanted system or therapy. The surgeon again stated that the hospitalization and any subsequent sequela had nothing to do with the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient had the spine surgery, the catheter was cut and the patient didn¿t have his baclofen. The patient had cardiac arrest.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.